Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the alarms seemed to correlate with a temporary blood loss event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, document 10012387, rev. A, and clinicians, document 10012388, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested for a patient with low flow alarms (lfas). The lfas seemed to correlate with a temporary blood loss event on 29dec2023. The event log file captured scattered lfas with high pulsatility index (pi) on 29dec2023 from 0:16-05:37. The estimated flows were averaging 1.6 to 1.9 lpm and pi was averaging from 4.3 to 9.1 during those events. The source of the bleeding was noted to be abdominal bleeding after a percutaneous endoscopic gastrostomy (peg) tube was placed, and an artery was injured. A computed tomography scan was performed. The artery was embolized. The lfas resolved with blood volume replacement, and the patient experienced hypotension at the time of the lfas.